Event description:
Ipsilateral capsule slider #3 did not move. Release wire #4 was pulled out first. The aortic balloon was deflated and the delivery catheter was retracted to deploy the ipsilateral attachment system. Successful deployment without pt injury.